Manufacturer narrative:
Concomitant medical products: pb1018 valve 27 feb 2015; adaptor bis-bis-40 10 aug 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.